Manufacturer narrative:
(B)(4).

Event description:
The customer reports: once the black fin is advanced to thread the wire, the wire is getting locked in the needle. The wire sheared off inside the vessel and the patient had to go to ir to have the wire removed. The customer states this could be an educational opportunity. It may be that their insertion angle was too steep and the needle sheared the wire. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied six photos showing the complaint sample. The pictures show a used radial artery (ra) catheterization device with an unraveled and separated guide wire. It appears the distal portion of the guide wire separated and the core wire broke adjacent to the needle bevel but it cannot be determined without the sample to evaluate. The device in the images shows evidence of use. A probable cause of the guide wire unraveling/separating cannot be determined from the photos and without the sample returned to evaluate. The instructions-for-use (IFU) supplied with this product describe suggested techniques to mitigate potential damage to the guide wire. The IFU warns the user "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel. If resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture." The report that the guide wire unraveled/separated was confirmed through examination of the customer supplied photos. The images a used ra catheterization device with a separated guide wire; however, the actual complaint sample was not returned for evaluation. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: once the black fin is advanced to thread the wire, the wire is getting locked in the needle. The wire sheared off inside the vessel and the patient had to go to ir to have the wire removed. The customer states this could be an educational opportunity. It may be that their insertion angle was too steep and the needle sheared the wire. The patient's condition is reported as fine.